Manufacturer narrative:
Customer contact reports no patient information is available. Report source other: user medwatch mw5103725. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board (cvib) and pressure sensor were replaced to resolve the reported issue.

Event description:
The hospital reported a drive gas error preventing mechanical ventilation. There was no report of patient injury.